Event description:
It was reported that during angioplasty procedure the stent allegedly unable to cross the lesion. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned to the manufacturer for evaluation and image was not provided. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' Regarding potential damage of the device prior to use, the instruction for use states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' Regarding pta the instruction for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' H10: d4 (expiry date: 10/2023), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2023). Device pending return.

Event description:
It was reported that during angioplasty procedure the stent allegedly unable to cross the lesion. The procedure was completed by using another device. There was no reported patient injury.